Manufacturer narrative:
They can get it to work by rebooting the unit, but the issue returns. The unit will be exchange.

Event description:
The customer reported that this multigas unit intermittently stops taking readings. There was no patient injury reported.